Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis; the return of the device may have assisted the investigation of the reported event. Resistance felt while splitting the sheath can be influenced by numerous factors including, but is not limited to, manufacturing, patient anatomical conditions or user technique. During manufacturing, all devices are visually inspected and a sampling of finished devices is destructively tested to verify the functionality of the device. Resistance while splitting the sheath may occur due to radial force constriction on the sheath due to patient anatomy (e.g. Calcified arteries, morbidly obese patients, etc.). It was reported that the vessel was moderately tortuous. Reported vessel tortuousity may have contributed to the reported event. Resistance encountered during splitting sheath may also occur if the user does not place vessel locators against the surface of vessel or device angle changes prior to thumb advancer/slider stroke completion. A conclusive cause for the reported resistance encountered during sheath splitting could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for the reported lot revealed no indication of a product quality deficiency. With no indication of a product deficiency, no inventory or retain sample testing is being performed.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, resistance was felt while splitting the sheath. Manual compression was applied to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: it was initially reported that the device would not be returned for analysis. Subsequent information revealed that the device was returned. Evaluation of the returned device found the exchange sheath was stretched beyond the distal the tube set during thumb advancement. This finding is consistent with and confirms the report of resistance felt while trying to slit the sheath. It was noted during the analysis that sheath was also torn during slitting starting approximately 3 cm proximal of the strain relief. The sheath was punctured at the distal tip by the clip tines during deployment. This finding indicates the sheath interfered with clip deployment. This type of damage has been seen when resistance occurs during sheath slitting and thumb advancement causing the sheath to stretch and overlap the distal end of the tube set. This was evidence by the distal tip of the sheath being ruffled by stretching and striking the opened vessel locator wings. Stretching of the sheath can be influenced by, but not limited to, manufacturing, deployed in challenging anatomies and/or a tight tissue tract. In this case it was reported that the tissue tract was moderately tortuous. The reported tortuous tissue tract may have been a contributing factor in this event. Instead of the tube set sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tube set as it is distally advanced. Subsequently, the sheath elongates and may interference with clip deployment. Based on this analysis and the reported information the cause of the stretching is related to operational context and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.